Event description:
It was reported there was resistance when the coil was pushed in the microcatheter, and then during the pushed process, found that the pusher of the coil was broken in the microcatheter. Removed the broken coil after removed the microcatheter. No reported injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue of separation and the incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned coil system found the pusher hypotube to be kinked and broken at the transition area, which is consistent with the alleged product issue. The broken condition of the pusher is consistent with the device experiencing force that exceeded the device's tensile strength, resulting in the pusher breaking. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink, but this damage is consistent with the device experiencing forces over specification.

Event description:
See h10